Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient developed a bruise and an abscess at the sensor insertion site. On an unspecified date, the abscess was coming to head, and the patient contacted an ¿advisor¿ who recommended visiting a clinic to have the area evaluated. Later that week (approximate), the patient consulted a health care provider (hcp) who used their fingers to manually squeeze the skin to relieve the abscess and prescribed a seven-day course of unspecified oral antibiotic medication for the infection. No incision was made, but the patient was informed that if the abscess reoccurs, an incision and drainage may be necessary. The patient mentioned that it was extremely painful when the doctor squeezed the area. On (B)(6) 2025, follow up contact was made with the patient and it was confirmed that the patient has a pre-existing medical condition (lupus) and expressed uncertainty about whether the use of the dexcom cgm may have contributed to the development of the bruise and the abscess. At the time of the report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.